Event description:
It was reported that the pt fell landing 3-4 inches above his pump. The pt fractured a rib. Approximately 12-18 hours following the fall, the pt experienced neuropathic pain. The neuropathic pain was constant and went from both sides of his ribs radiating to both feet. Further testing is being planned. The pump was last refilled in 2009. The next refill is due the end of july. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.